Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm model #: sc-2208-70 serial #: (B)(4) description: st linear lead 70cm model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70cm 4x8 surgical lead.

Event description:
A report was received that the patients stimulator shocked her and it caused her to fall and broker her leg. It was noted that the patients leads had migrated. The patient underwent a leg surgery and was doing well postoperatively.